Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent the surgery with the protection sleeve for tna's supra patera approach. The surgeon tried to insert the protection sleeve in question after inserting the guide wire, but it did not insert. Then, s/he tried to insert the protection sleeve only except for the guide wire, but it was impossible. Furthermore, s/he used a dedicated trocar to insert the protection sleeve, but the protection sleeve became dented inside patient body and the trocar became stuck. The operation was successfully completed due to switching to the infrapatellar approach. No further information is available. This report involves one unk - insertion instruments: trocar: trauma. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. 510k: this report is for an unknown - insertion instruments: trocar: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.